Event description:
During a non anatomical liver resection the ptfe pad became worn and started to peel off at the distal tip. A short circuit error message kept appearing so they replaced the device, and opened a new device but unfortunately exactly the same thing happened again. They did not swap to another device but carried on with the case. There was no harm to the patient and all of the ptfe pad was intact and no trace was left in the patient.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available. This report is one of two reports. Cross reference MFR. Report number 8010047-2014-00080.